Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was not responding and would not calibrate. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the touchscreen was not responding and would not calibrate. The remote service engineer (rse) provided the customer with part identification (ID) and price of the replacement touchscreen for repair. The investigation is ongoing.